Event description:
It was reported by service report that the stretcher would not stay level, the foot end drifts, and the stretcher ends up in reverse trend. It is unk if there was pt involvement; however, no adverse consequences were reported.